Event description:
The pump was returned for investigation. During evaluation the force sensor pins were found to be damaged. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, the force sensor pins were found to be damaged. A review of the black box indicated one "loss of prime" warning with zero force on (B)(6) 2012. The force sensor calibration test confirmed that the sensor was detecting the correct force. The rewind, prime and load steps were successfully performed on the pump. The pump was exercised on a 1 u/hr basal rate for 24 hours with no "loss of prime" alarms. The pump was opened; the oled display and the force sensor flex pins were found to be intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall status report - 2531779-03/24/2010-003-r.